Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was observed to be stretched out. No other issues were observed with the device or in the data downloaded from the device. The exact cause of the reported event could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that the patient's blood glucose started climbing around the 24 hour mark. Her levels reached over 250mg/dl while wearing the pod on the abdomen for between 36 and 48 hours. Treatment included giving a manual injection of 5 units and changing the pod. The device was returned for evaluation.